Event description:
(Pli10, pli20). It was reported that the custom tubing packs were found with damaged outer and inner packaging prior to use. The packs were not used. No patient complications have been reported as a result of this event. Medtronic received additional information that the damage was a large hole in the box and in the inner packaging. The sterile seal was broken, and the damaged packs were observed on the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.